Event description:
An 8mm x 30mm bridge assurant stent was implanted into a patient for the treatment of a stenosed renal artery lesion. It is unknow if the lesion was pre-dilated. Vessel morphology is unknown. It was reported that during the deployment of the stent graft the balloon burst at unknown atmosphere. The entire stent delivery system was successfully removed from the patient. The stent delivery system was received for anslysis, however, the completed analysis is pending. No additional sequelae were reported and the patient is reported to be fine.